Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and picture of the screen has been sent and analyzed by technical support. The root cause of failure is due to user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Maximum logged blower temperature was 139.3 degrees celsius. Alarm 241 - "temperature of blower high" triggered multiple times. Alarm 240 - "temperature of blower too high" triggered as well. As a resolution need to replace the blower and the main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has blower failure issue. The customer confirmed that there was no patient involvement from the reported event.